Event description:
Reporter alleged the lancet needle from the softclix lancing system used in finger-stick blood glucose testing protrudes from the device's end-cap. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.